Event description:
I had mentor, saline breast implants placed over the muscle. I was a healthy woman with absolutely no health issues. Three days postop, I started having heart palpitations, depression, anxiety, brain fog, and cognitive decline. After four years of having implants, I am 100% sure that I have breast implant illness. My symptoms are: major depressive disorder, anxiety attacks, heart palpitations, raised inflammation markers in my blood work, depletion of my neurotransmitters, specifically serotonin, weight gain, swollen hands and feet, swollen eyes, itchy eyes, and a plethora of new allergies. I had zero of these issues pre-implants. FDA safety report ID# (B)(4).